Manufacturer narrative:
This supplemental report is being submitted to provide the device investigation, review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on the reported information that the issue was resolved by performing cleaning of the scope connector and the digital light source cable, the dirt or water droplets adhered to the scope connector contact and the digital light source cable contact likely caused the failure to occur causing image freeze, black and white dots on the image. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was not returned for evaluation. During the call, the technical assistance customer support engineer provided troubleshooting to the user by instructing the user to clean the device cable and all connectors. Once completed, the reported issue was resolved. The device performed as expected, with good image and no other issue was observed. Based on troubleshooting findings with the user¿s issue, the root cause of the problem was attributed to device maintenance and or handling issue. Once the device cable and connectors were cleaned, the issue was resolved.

Event description:
It was reported that during preparation for use, the cv-190 device exhibited image freezing. The image according to the reporter has white dots and was black and white. There was no patient involvement on this report.